Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. Product analysis determined a circuit board was extensively damaged and was shorted or burnt and an insulator was melted as a secondary effect. The noted parts were replaced and the programmer then passed all incoming tests. The programmer was concluded to be clinically out of specifications due to component failure.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.